Event description:
It has been reported that there was issues with the fluoroscopy and the system was down. The system was in clinical use at the time of event. The procedure was completed using a portable c-arm. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided, the treatment was completed by using portable c ¿ arm. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system¿ had issues with fluoro¿, as issue was found in flat detector. Fse replaced flat detector. After replacement of flat detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.